Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photos for investigation. The photos and sample were evaluated by visual examination and excess lubricant was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, water droplets in the shape foreign matter was found on the cannula."